Event description:
During a total laparoscopic hysterectomy with robotic assist procedure, the v care device handle was moving, making it difficult to move the uterus. A second device was used without issue. There was no harm to the patient.======================manufacturer response for uterine manipulator, vcare (per site reporter).======================given to field rep.